Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a ukr surgery, an error message of inconsistent collection popped up after the unstressed rom. Went back to make sure it was the correct side (logged out of the case and then resumed operation). A new user went through registration and it was brought back to this again. Registered one more time and it worked. The procedure was resumed, after a significant delay, using the same device. No further complications were reported.

Manufacturer narrative:
H3, h6: the real intelligence cori, part number: rob10024, serial number: (B)(6), used for treatment was not returned for evaluation, therefore a device analysis was unable to be performed. Screenshots and system log files provided were reviewed with the software support team. The reported problem was confirmed. The issue was reproduced by intentionally selecting an incorrect tibia landmark point during data collection. Specifically, the most posterior point was erroneously recorded as anterior to the knee center. This change led to collection inconsistency error, after the unstressed range of motion (rom). Seems like the user selected the tibia landmark point incorrectly during the first two attempts, which led to the observed collection inconsistency error. On the third attempt, the landmark was collected accurately, resolving the error and allowing the user to proceed as expected. A complaint history review was performed by part number and similar complaints were identified. A review by serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. During a ukr procedure, a ¿collection inconsistency¿ error occurred after the unstressed rom step, resulting in a surgical delay but no patient harm. Investigation confirmed that the event was caused by incorrect tibial landmark selection during data collection. Once the correct landmark was registered, the procedure proceeded normally, indicating that the system operated as intended and no device malfunction occurred. This event corresponds to the known hazard h-0105 (¿anatomical data collected improperly¿) in rf0017 optimus system risk assessment rev al, which is mitigated through multiple software controls and notifications designed to detect and alert the user to invalid or inconsistent data. Mit1259 (¿system incorporates consistency checks and notifies user upon detection¿) is directly associated with this case, with relevant controls such as osyc2204 (¿invalid data collection¿), oswc2076 (¿landmark data inconsistency check¿), and oswc6903 (¿uka ¿ landmark consistency check notification¿). These mitigation's performed as intended, preventing the use of inaccurate data and ensuring patient safety. The residual risk associated with this hazard is defined as medium severity with an improbable probability of occurrence, and this event does not indicate any increase in risk beyond what is already documented. Given that the root cause was user error by an operator and that all system safeguards operated correctly, no design, usability, IFU, or training changes are required. The residual risk remains acceptable, and no further action is necessary. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with user selecting the tibia landmark incorrectly. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received, the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.